Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d), is in end stage heart failure was experiencing ventricular tachycardia (vt) below the device programmed rate cutoff (rco). The physician reached out to technical services (ts) for steps to provide manual anti-tachycardia pacing (atp) and shock therapy to the patient. However, several atp bursts did not convert, and they moved on to commanded shock. Additional information received indicated that the rco was reprogrammed. This crt-d remains in service. No additional adverse patient effects were reported.